Event description:
The customer's husband stated that the customer was experiencing high blood glucose levels. The customer's blood glucose reading at the time of the report was 479 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, the cannula was bent. However, the customer's husband complained that the insulin pump did not alarm no delivery. The customer's husband declined to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.